Event description:
It was reported that the patient presented into clinic after receiving inappropriate therapy for supraventricular tachycardia. Reprogramming was recommended.

Manufacturer narrative:
.